Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the customer called to report receiving a message at system start-up. The site would press retry, and the affected universal surgical manipulator (usm) would function; however, after a power cycle, the fault would return at start-up, clearing again after retry. System logs showed no faults initially. During case setup, the customer reported continued errors with usm 2, and the technical support engineer (tse) confirmed error 23118. The customer attempted retrying and power cycling the system multiple times, but the error recurred when draping the usm. The tse instructed the customer to perform a hard power cycle on the robot, but the error persisted. The tse inquired about disabling usm 2 to use as a three-arm system only. The customer stated the surgeon preferred all four arms but agreed to try disabling usm 2 in order to proceed with setup before consulting the surgeon. Usm 2 was successfully disabled, repositioned out of the way, and the system announced readiness. The customer planned to discuss this solution with the surgeon. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis (fa) and the reported 23118 error was confirmed in the field system logs and replicated during fa. Upon visual inspection, there was fluid intrusion found on the spar rocker assembly and near the cannula cover. The usm was installed on the patient side cart fixture test platform (pftp) and failed during the start of sine cycle. The error logs confirmed error 23118 with the p1 value showing a motor encoder issue in the insertion (usm_io). The insertion (dof 4) cva sensor pca was replaced and it passed all tests. Based on these findings, fa identified that the insertion (dof 4) cva sensor pca was the root cause of the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.